Event description:
During a ptca procedure, the balloon of the maverick2 monorail ptca catheter ruptured. The number of atms reached on the initial inflation was 12 atms. After the first inflation the device showed a mild spilling of contrast media from the diagonal (side branch). The second inflation confirmed the balloon rupture. The lesion being treated was a calcified lesion in the mid left anterior descending artery (lad) coronary artery . The physician could not predilate with subsequent balloon due to the presence of calcium in the vessel . Therefore the procedure was not completed. No patient injuries or complications were reported. Pateint status is reported as "satisfactory"".